Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the customer experienced an elevated blood glucose (bg) level of 493 mg/dl. Cause was unknown. Customer required assistance from endocrinologist to help adjust pump settings to address bg level and administered a correction bolus via pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.